Event description:
Use of contact solution caused keratitis, eye pain and vision impairment. Dates of uses: approx five months in 2007. Diagnosis: contact lens wearer. Event abated after use stopped: yes.